Event description:
It was reported that the patient's right ventricular (rv) pace/sense lead triggered the high impedance patient alert. It was also reported that the physician has decided to continue to monitor the patient for now. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.